Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a cut on the cable. Based on the results of the investigation, it is likely that the most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head cable wire was exposed near the coupler. The reported malfunction occurred during reprocessing. There was no patient involvement.